Event description:
Device report received from (B)(6) reported patient previously experienced screw removal for failed arthrodesis, was implanted with hindfoot arthrodesis nail and spiral blade and post operatively the blade migrated and patient was revised to a new spiral blade. Eight weeks postoperatively, this second blade migrated. It is unknown how patient was treated following the second incidence of blade migration. This is the first of two reports for this event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: no complaint related anomalies. The device history record shows this lot of 70mm ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. The nonconformance was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse affect on product.